Event description:
A report was received that several contacts on the patient's paddle lead were exhibiting high impedances. The physician has recommended the patient's system be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 serial# (B)(4) description: ipg kit (without pull-through tunneler).

Manufacturer narrative:
Additional information received stated that during the procedure the physician replaced the patient's precision system as the lead may have been damaged from the original placement. The original location of the lead was rubbing against the patient's lamina, causing the lead to exhibit high impedances. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that several contacts on the patient's paddle lead were exhibiting high impedances. The physician has recommended the patient's system be replaced.

Event description:
A report was received that several contacts on the patient's paddle lead were exhibiting high impedances. The physician has recommended the patient's system be replaced.